Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the self-test failed. The device was evaluated by the asp and no problem was found. The device passed all testing and the device was put back in use. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the self inspection. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.